Event description:
It was reported that the external pulse generator (epg) would not power up. Technical services (ts) provided assistance in resolving the issue by directing the caller to check the battery voltage even though it was a new battery; the battery voltage was adequate.the battery was inserted and the epg powered up.there was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.